Event description:
The user facility reported that approximately an hour after priming the cpb circuit, the level sensor sounded, confirming that the fluid level had lowered. At first, the liquid level was approximately 300ml on the scale label of the reservoir, but the level sensor rang when it was less than 250ml. The volume of priming liquid was immediately added and checked it, but the liquid level immediately became low. Therefore, the circuit was replaced. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: UDI no: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: clinical engineer g4: 510(k) no: k071494, k130520 the actual sample upon receipt was only an oxygenator, and no reservoir was returned. 1: investigation of the actual sample: 1.1. Visual inspection of the actual sample · no anomaly such as breakage was found. 1.2. Leak test of the actual sample · the actual sample was installed into a circuit consisting of tubes, and saline solution was circulated. No leakage or air drawing was found. · after the blood channel was filled with saline solution, the blood outlet side was clamped, and pressure of 2 kgf/cm2 was applied from the blood inlet side into the blood channel. No leakage was found. · with the blood channel filled with saline solution, the water outlet side was clamped, and pressure of 3 kgf/cm2 was applied from the water inlet side into the water channel. No air flowed into the blood side was found. 2:record review: 2.1. The manufacturing record and the shipping inspection record of the actual sample · no anomaly was found. 2.2. Past complaint file · no other similar report of the product with the involved product code/lot# was found. 2.3. Manufacturing date: march 23, 2023 cause of occurrence/conclusion: based on the investigation result, no anomaly that could lead to leakage was found in the returned actual sample (oxygenator). Since no leakage was found in the actual sample, the cause of occurrence could not be clarified. Relevant instructions for use (IFU) reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. (B.priming procedure warnings)" terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).